Manufacturer narrative:
Device was returned to manufacturer for evaluation with the results of the inspection concluding the device to be fully functional with no abnormalities or deviations being noted. System log history was reviewed with no entries present that would indicate a system error having occurred. Review of the base program file did not indicate any irregularities within the parameter settings i.e. Speed and acceleration, all of which were set at the standard factory settings. Interviews with personnel close to the end-user indicate the end-user has been noted as being "less skilled" while operating the device. The device is being returned to the end-user with the recommendation given to the service provider to re-evaluate the end-user's capabilities during operation of the device and to adjust drive parameters to meet the user's current skill level. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report stating the end-user was traversing in a parking lot in their device. When they released the joystick control to stop, the device allegedly continued to drive causing the end-user to strike the bumper of a school bus with force. Reports indicate the end-user suffered a fractured leg as a result.